Event description:
Patient reported "been in a car accident recently and needs to have the implant replaced." Healthcare professional later reported rupture. This is a right side record. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.